Event description:
It was reported during the permanent procedure the physician noticed the plastic sheath missing on the tunneler. The physician used another tunneler. Later CT scan revealed the tunneling sheath was inside the pt. Surgical intervention was taken to remove the tunneling sheath. Reportedly, the pt has effective therapy post operatively and "doing good."

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.